Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transferred from his local hospital after he presented there with acute blood loss anemia secondary to gastrointestinal bleeding. Multiple attempts to locate and control the source were unsuccessful. Upon admission, he required transfusion of packed red blood cells, and his bb and warfarin were held. His internal normalized ratio at the time was 1.3. During his stay, he underwent esophagogastroduodenoscopy with capsule placement, no source of the bleeding was found. He continued to drop his hemoglobin with attempts at restarting anticoagulation. He underwent tagged red blood cell scan, which showed bleeding in the left upper quadrant consistent with small bowel or splenic flexure source. He also underwent visceral angiography, which did not locate the source of the bleeding. The doctor was then consulted, and he underwent double balloon small bowel enteroscopy. There were some arteriovenous malformations were located in the proximal and mid-jejunum, although these did not appear to be actively bleeding. They were treated with argon plasma coagulation, and the furthest spot reached was marked. Recommendation was for lower device-assisted enteroscopy vs repeat capsule endoscopy if bleeding recurs. Decision was made to lower his internal normalized ratio goal to 1.5-2, and not to bridge with heparin. Once his hemoglobin stabilized, he was discharged home on a lower dose of warfarin, with plans to repeat his internal normalized ratio and complete blood count in a few days.